Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal (specific date not reported). This report is submitted on april 4, 2022.

Manufacturer narrative:
This report is submitted on october 26, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018. Additional information has been requested but has not been made available as of the date of this report.